Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/21/2023, the patient experienced loss of consciousness and was found in the bathroom by his son. It is unknown by whom, but the patient was sent to the hospital. The patient received an unspecified treatment with sugar for the hypoglycemia. It is unknown how much time the patient spent at the hospital, but at the time of the report, which was the day after the event, the patient was stable. No cgm nor blood glucose reading was reported from the event but the patient stated that they inaccurate values were confirmed after a blood glucose reading was taken. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.